Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of whitish foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause leakage occurring from the r/l angulation control knob and u/d angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find a leak between the damaged up/down and right/left knobs, the right/left knob did not move smoothly due to deformation of the angle shaft, the air/water and suction cylinders had no color, the label on the scope connector was damaged, the insulation resistance value at the distal end did not meet the standard value due to a crack on the scope cover, the image had a partially dark area due to a scratch on the objective lens, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective and light guide lenses were cracked, the adhesive around the lenses was worn out, the bending section cover adhesive was cracked and discolored, and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that angling from the distal end of the evis exera iii colonovideoscope was not possible. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material in the air/water cylinder and tube. The report is being submitted due to foreign material in the scope found during evaluation.